Event description:
It was reported that the bd alaris texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.

Manufacturer narrative:
D.10 device available for eval?: yes. D.10 returned to manufacturer on: 2021-12-16. H.6 investigation summary: the customer reported separation below the drip chamber and returned one used sample of material #40000-07t. The sample was clearly separated below the drip chamber and the complaint is verified. The root cause is insufficient solvent applied during assembly. This has been a recurring issue and manufacturing is aware of the drip chamber separation on 40000-07t. A project has been funded to address and mitigate the issue. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 40000-07t, lot number 20095693 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 08sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.